Event description:
It was reported that since primary surgery in (B)(6) 2016, knee is popping in and out of joint and has swelling. Revision surgery has not being confirmed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there is no confirmation that the revision surgery was performed, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.